Event description:
Customer reported the sensor was giving inaccurate readings. Blood glucose was 208 mg/dl and sensor was reading 63 mg/dl, insulin pump was going into threshold suspend. Customer attempted to calibrate the device and received calibration error alerts. Customer was advised how to calibrate correctly. Customer hasn't noticed any bent sensors. Troubleshooting for sensor alerts was performed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.